Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported the stent partially deployed. The 10cm long, 100% stenosed target lesion was located in the mildly tortuous and non-calcified left superficial femoral artery. An ipsilateral approach was used to access the lesion. A 6 fr .23 cm non-bsc introducer sheath was used. The lesion was penetrated using a ivus knuckle wire technique after which a 0.014 jupiter fc3 guidewire was placed. Pre-dilation was performed using a 5mmx100mm sterling balloon. A 6mm-150mm/75cm innova¿ stent was selected for use and advanced to the lesion. 12cm of the stent was able to deploy without issue using thumbwheel. When deployment was attempted using the pull grip for the remaining 3cm, it was unable to deploy even if considerable force was applied. The stent was able to be deployed without fracture or elongation by pulling back on the delivery system and the procedure was completed. There were no patient complications and the patient was in stable condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, mid-shaft and the remainder of the device were checked for damage. There was a kink at the nosecone. There was a kink on the inner liner at 6.5cm from the markerband. The handle was opened during investigation and 2 kinks were noticed on the mid-shaft. The first kink was located at the retainer clip the second kink was located at 90cm from the retainer clip. The stent was not returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. It was reported a .014 guidewire was used during the procedure. The innova dfu states that a stiff 0.035 in guidewire is strongly recommended for deployment of the stent, especially for tortuous anatomy and contralateral approaches. Use of undersized guidewires may lead to insufficient support of the device which can compromise stent delivery. (B)(4).

Event description:
It was reported the stent partially deployed. The 10cm long, 100% stenosed target lesion was located in the mildly tortuous and non-calcified left superficial femoral artery. An ipsilateral approach was used to access the lesion. A 6 fr .23 cm non-bsc introducer sheath was used. The lesion was penetrated using a ivus knuckle wire technique after which a 0.014 jupiter fc3 guidewire was placed. Pre-dilation was performed using a 5mmx100mm sterling balloon. A 6mm-150mm/75cm innova stent was selected for use and advanced to the lesion. 12cm of the stent was able to deploy without issue using thumbwheel. When deployment was attempted using the pull grip for the remaining 3cm, it was unable to deploy even if considerable force was applied. The stent was able to be deployed without fracture or elongation by pulling back on the delivery system and the procedure was completed. There were no patient complications and the patient was in stable condition post-procedure.